Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue was not reproduced on first technician's visit. When the problem reoccurred, the technician decided to replace inspiratory flowmeter. The issue has been resolved and the device was delivered to the user in working condition. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The defective inspiratory flowmeter may lead to low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/28/2021 corrected manufacture date: 09/16/2021 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse